Event description:
Patient experienced a left femur fracture and a right ankle fracture in a motor vehicle accident on (B)(6) 2013. This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis.

Event description:
This is 1 of 1 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates that the complained malfunction is caused by the bent coupling adapter, which was not straight on the flexible shaft. Because of this, the bore was also not straight. This made the insertion of the guide wire difficult. It cannot be defined as to why the coupling adapter was not in position. The visible discoloration at the shaft shows that the damage occurred post-manufacturing. Since the coupling adapter is still fixed on the shaft, the relevant dimensions and the weld could not be checked. Therefore, this complaint is indeterminate from a manufacturing standpoint. The blunt reamer head is an indication that the use of blunt instruments or a metallic contact may have caused a mechanical overload and the malposition of the coupling adapter.

Event description:
During an antegrade femoral nail implant procedure on (B)(6) 2013, the flexible shaft with front-cutting reamer would not glide over the guide wire. The reamer became stuck and would not pull out. The surgeon tested the instrument on the back table and continued to have the same issues with the reamer. The surgeon then switched to another reaming system. An additional 15 minutes was added to the surgery due to this occurrence. The surgeon continued with the new reaming system and surgery was completed with no additional issues.